Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported chest pain while an invisalign product was being used.

Event description:
The patient reported symptoms of bitter taste, shortness of breath, chest pain and coughing. The patient did not report requiring any medical intervention to alleviate the reported symptoms. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms. It is unknown if the treatment has been discontinued or if the patient is still wearing the aligners.